Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included seizures and drug allergy (cefazil, theophylline). Concurrent conditions included neuropathy and vascular injury. Concomitant products included carisoprodol (soma), diphenhydramine hydrochloride (benadryl), gabapentin (neurontin), lisinopril and lorazepam (ativan). On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced alopecia ("hair loss"), urticaria ("hypersensitivity reaction: hives"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), mood swings ("severe mood swings"), urinary tract infection ("urinary tract infections"), cystitis ("bladder infection"), cellulitis ("cellulitis"), nausea ("nausea"), rash erythematous ("red itchy patches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headache"), fatigue ("fatigue"), depression ("depression"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (she underwent a procedure to remove essure/total hysterectomy, uterus and cervix removed) and surgery (she underwent a procedure to remove essure/total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, cystitis, cellulitis, headache, nausea, rash erythematous and weight increased outcome was unknown, the dysmenorrhoea, urticaria, dyspareunia, mood swings, urinary tract infection, vaginal discharge and pain in extremity had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, alopecia, cellulitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash erythematous, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included seizures. Concurrent conditions included neuropathy and peripheral nerve injury. Concomitant products included carisoprodol (soma), diphenhydramine hydrochloride (benadryl), gabapentin (neurontin), lisinopril and lorazepam (ativan). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced alopecia ("hair loss"), urticaria ("hypersensitivity reaction: hives"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), mood swings ("severe mood swings"), urinary tract infection ("urinary tract infections"), cystitis ("bladder infection"), cellulitis ("cellulitis"), nausea ("nausea"), application site rash ("red itchy patches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headache"), fatigue ("fatigue"), depression ("depression"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (she underwent a procedure to remove essure/total hysterectomy, uterus and cervix removed) and surgery (she underwent a procedure to remove essure/total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, cystitis, cellulitis, headache, nausea, application site rash and weight increased outcome was unknown, the dysmenorrhoea, urticaria, dyspareunia, mood swings, urinary tract infection, vaginal discharge and pain in extremity had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, alopecia, application site rash, cellulitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: menorrhagia, hypersensitivity reaction: hives, apareunia, dyspareunia, fatigue, severe mood swings, depression, urinary tract infections, bladder infection, cellulitis, headaches, nausea, pelvic pain, application site rash, vaginal discharge, weight gain, leg pain, essure confirmation test not done, product lot number added. Event outcome of migraine, fatigue updated to recovering and event outcome of dyspareunia, leg pain, hives, mood swings, urinary tract infections, vaginal discharge, dysmenorrhoea updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headache"), alopecia ("hair loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, migraine and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.